Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. The customer was able to clear the alarm and resume insulin delivery. The customer declined the troubleshooting offered by tandem technical support as the customer was in the middle of loading a new cartridge.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.